Manufacturer narrative:
(B)(4). The occurrence date was corrected after receiving additional information during follow-up with the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿male end¿ of a high flow rate extension set cracked and broke. The reporter stated that during set-up ¿the male end crumbles in [the staff member's] hand and part also gets stuck in the y-site of the IV tubing." There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). This is the seventh occurrence related to (B)(4). A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation with yellow solution within fluid pathway. During visual inspection the male luer lock was observed to be broken and a piece of the male luer lock remained inside the port of an unknown set received with the device. The reported problem was verified. The cause of the problem was the alcohol used to disinfect connections, which can act as a bonding agent if not allowed to dry, making disconnection difficult. Should additional relevant information become available, a supplemental report will be submitted.